Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), trend analysis, customer response updates and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The probable cause could be that the focus of the image was not adjusted due to a focus ring operation error. It is probable that the image was not displayed due to the image was not clearly displayed due to the lack of focus. Olympus will continue to monitor complaints for this device.

Event description:
The procedure was a therapeutic hysterectomy. No other devices were involved in the event. There was a ten minute delay in the procedure and the patient was under general anesthesia. The intended procedure was completed. It is noted that the same device was used to complete the procedure. However, it was noted two other devices were used but the model and serial number are unknown. The device failed in the middle of the procedure. The image became out of focus during hemostasis after colpotomy. The manual for the product and manuals of all other equipment that was used was followed. It was confirmed that the camera head was compatible with the ancillary equipment being used. Device was inspected prior to use.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not confirmed. The device was tested and passed all functional testing including the leak test. Additionally, burn in testing was performed and no issues were observed, no abnormalities noted on image and focus function. A hairline crack was noted on the focus ring however, the cosmetic issue did not affect the device functionality. Root cause of the reported issue is unknown as the device reported issue was not confirmed. Device is functional and no issues were observed.

Event description:
It was reported that the device exhibited no image. The issue occurred during an unspecified procedure. No further details provided regarding the event. No patient harm reported.